Event description:
Date of implant: in 2007. It was reported that a patient underwent a posterior surgical procedure with instrumentation at t10-s1 levels. No crosslinks were used. Approximately 6 weeks post-op, x-rays revealed that 8 sets screws had backed out completely. It was also reported that the patient exhibited noncompliance with lifting and bending instructions. Patient underwent a revision surgery to remove and replace all posterior fixation, at 2 months post implantation. No patient complications were reported.

Manufacturer narrative:
Device has been explanted and returned. A product analysis is currently being performed at this time. Unable to determine the cause of the event.